Event description:
The lay user/patient contacted lifescan (lfs) on april 11, 2007, and alleged that the one touch ultra2 meter would not power. It is not known how long the patient was unable to test on his meter, however, the alleged incident occurred "2 to 3 weeks ago." The patient stated he felt light-headed. He went to the emergency room and was treated with IV glucose. The patient stated that he does not remember any blood glucose results from the event. It would have been helpful to known when his symptoms began, if he self-treated or adjusted his diabetes treatment regimen, whether or not his symptoms worsened, whether he is taking any medications for his diabetes, and if so, whether he relies on his meter to adjust his medications. The meter did not suffer any trauma, nor was the meter downloaded prior to attempting to test. The patient was using off-brand test strips at the time. The owner's booklet indicates the one touch ultra2 meter can only be used with one touch ultra test strips. This complaint is being reported as the patient claimed he was unable to test on his meter and at one point became symptomatic, which required treatment. It is not clear if the patient suffered the injury before or after the meter issue occurred. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet recieved it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.